Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, the device was determined to be part of a group of devices with reports of 24 ohm lead impedances. 24 ohm lead impedance measurements are caused by a faulty measurement with an unknown root cause, and which do not appear to be related to a lead issue. Investigation of this issue is ongoing.